Manufacturer narrative:
(B) (4).

Event description:
Per the clinic, the patient experienced a decrease in performance and facial nerve stimulation. The patient also reported pain, pressure and a warming sensation at the implant site while wearing the external device. The results of an integrity test indicated normal device function. The patient was explanted (B) (6) 2010, and the patient was reimplanted with a new device during the same surgery.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the physician encountered resistance when passing the peg tube over the guidewire and the coating of the guidewire began to "peel" from the wire. The resistance was near the transition of the peg tube and introducer. The coating "peeled" outside of the patient and no fragments of the coating were detected inside of the patient. The peg tube was removed from the guidewire and the guidewire was then extracted from the patient. A competitor's .035" guidewire was then passed into the stomach and withdrawn with a snare from the mouth. The original peg tube was advanced over this guidewire. However, again, the account encountered resistance and the coating of the guidewire began to "peel" from the wire. The coating "peeled" outside of the patient and no fragments of the coating were detected inside of the patient. The guidewire was removed from the patient. The procedure was completed with another manufacturer's device that was placed surgically. At the conclusion of the procedure the patient was reported to be fine.

Manufacturer narrative:
(B) (4)